Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple inaccurate fill estimates. Reportedly, the customer overfilled two of the cartridges (500 units). In addition, the pump battery was noted to be depleting quickly. The pump battery depleted from 20% to 0% overnight on (B)(6) 2016. Subsequently, the pump shut down due to insufficient power. The customer's blood glucose level was impacted (300 mg/dl). A bolus via the pump was delivered to address elevated bg level. When the customer attempted to reload the cartridge the pump requested a minimum of 50 units. During troubleshooting with tandem technical support the customer reloaded a new cartridge onto the pump however, the estimate was inaccurate. The customer declined to reload the new cartridge. It was indicated that the customer would continue to use the pump until the replacement pump was received. In addition, it was reported that the customer was experiencing elevated blood glucose (bg) levels for the past two days (200-340 mg/dl). The customer stated the cause for the elevated bg levels was unknown but stated they are on their menstrual cycle. Boluses via the pump were administered to address bg levels. System check with tandem technical support indicated the pump was performing as intended. Recommendation by tandem technical support was made to change out site and supplies was recommended however the customer declined to do so. Reportedly, the customer was able to bring their bg levels back to target on (B)(6) 2016 through physical activity.

Manufacturer narrative:
Battery - not holding charge.